Manufacturer narrative:
H6: a follow up report will be sent when the investigation is complete.

Event description:
It was reported that during a cranial procedure, the perforator bit did not stop spinning at the desired time, and punctured the dura. It was also reported that there was no medical intervention and no delays as a result of this event. It was further reported that the procedure was completed successfully.

Event description:
No new information.

Manufacturer narrative:
H6: the quality investigation is complete.